Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 16 units. Reportedly, the cartridge was filled with 170 units of insulin. The customer¿s blood glucose level ranged from 54-100's mg/dl. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.